Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed anterior leaflet for a mitraclip procedure. During the procedure, mitraclip xtw was implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, patient returned with shortness of breath, and it was observed in the transthoracic echocardiogram (tte), that clip got embolized and was no longer attached to either of the leaflets. It was determined the clip is lodged in the apex of the left ventricle and is stable. Mr was grade 4+. On (B)(6) 2026, additional clip was implanted.